Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the pump was charging. The user cleared the alarm and insulin delivery was resumed. There was no impact to the user's blood glucose level.